Manufacturer narrative:
The device was not returned for evaluation, so the failure mode could not be confirmed. A review of the lot records was conducted, and did not discover any indications of problems that could have caused or contributed to the complaint. The reported complaint was not confirmed. While the root cause is unknown for this case, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.

Event description:
An account manager reported that on (B)(6) 2019, the pip-200-20p-ww pip sz. 20 proximal implant head broke off during impaction. The implant stem was stuck inside the bone canal and had to be removed by bending a pair of the hospitals forceps. Minimal debris was left in the surgical site and this was thoroughly checked by the surgeon, and they were able to complete the procedure with a replacement product available. The event lead to 10 minutes surgical delay with no consequences for the patient.